Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in france reported that a patient on an mr850 respiratory humidifier experienced a thermal injury - 1st degree. The hospital further reported that the fph infant nasal mask interface was removed from the patient's nose and the drager v500 ventilator was placed on standby with no gas flow for approximately five minutes. During this period the mr850 triggered a low temperature alarm which was muted by the customer. After appoximately five minutes the interface was placed back on the patient and the flow on the ventilator was turned on. The hospital further reported that a high temperature alarm was triggered by the mr850 and the temperature displayed on the device was 57°c. The patient was reported to be "with a simple evolution without consequence".

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our service centre in (B)(4) where it was inspected by a trained service engineer. The 900mr869 temperature probe was then returned to fisher & paykel healthcare (B)(4) for further investigation. Results: inspection of the returned mr850 revealed that the case was cracked. No fault was found with the performance of the mr850 respiratory humidifier or the 900mr869 temperature probe. The hospital further reported that a high temperature alarm was triggered on the mr850 when the interface was placed back on the patient. Conclusion: no fault was found with the performance of the returned mr850 respiratory humidifier and the 900mr869 temperature probe. It is likely that the problem experienced by the customer was due to incorrect set up of the mr850 humidification system. In particular, it was reported that the staff removed the interface from the patient and placed the ventilator on stand by with no flow going through the humidifier. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "do not use heated wire breathing circuits without gas flow. If gas flow is interrupted turn the humidifier off." Since the reported event a fisher & paykel healthcare representative has visited the hospital and is in the process of scheduling additional refresher training on the correct set up and use of the mr850 humidification system.

Event description:
A hospital in (B)(6) reported that a patient on an mr850 respiratory humidifier using an rt265 infant dual heated evaqua2 breathing circuit experienced a thermal injury - 1st degree. The hospital further reported that the fph infant nasal mask interface was removed from the patient's nose and the drager v500 ventilator was placed on standby with no gas flow for approximately five minutes. During this period the mr850 triggered a low temperature alarm which was muted by the customer. After approximately five minutes the interface was placed back on the patient and the flow on the ventilator was turned on. The hospital reported that it was at this point that the patient experienced the alleged thermal injury but the hospital also advised that a high temperature alarm was triggered by the mr850 and the temperature displayed on the device was 57 degrees c the patient was reported to be "with a simple evolution without consequence".